Manufacturer narrative:
The insulin pump passed displacement and self-test. However, motor error alarmed during basic occlusion test due to loose drive support disk. And alarmed during prime test due to faulty force sensor. Unit was received with broken battery tube threads and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.